Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. Vascular access was obtained via the radial artery. The 3.5x46mm, eccentric, de novo target lesion with a significant bend of 45 degrees was located in the mildly tortuous and moderately calcified right coronary artery. Following pre-dilatation of a 3.0x15 balloon catheter, a 3.50 x 48mm synergy stent was advanced for treatment. However, device was unable to cross the lesion. The device was removed, and it was noted that the tip of the stent itself was deformed. The procedure was completed with a different device. There were no patient complications reported. The patient status was stable.